Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The air channel volume failed. In addition to evaluation in b5, water flow did not meet specification. The water removal did not meet specification. The air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus process engineer reported on behalf of a customer, the evis lucera colonovideoscope experienced a blockage in the channel system during maintenance. There was no report of patient harm associated with this event. The customer blockage in the channel system on (B)(6) 2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign debris was protruding from the air/water nozzle due to insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a black rubber like material but otherwise could not be identified. A definitive root cause of the issue could not be determined, as no additional reprocessing information was reported or available, however, the issue was likely the result of user handling. The event can be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection shows how to detect the event. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.